Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain the clip through engagement but cannot apply the clip). Additionally, the medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.023" offset at the tips. As a result, the clip could not be properly loaded on the grips. Further, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The complaint regarding loss of clip applier functionality was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs showed the medium-large clip applier was used two times on (B)(6) 2022 in a cholecystectomy procedure performed on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint remains a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier failed to install the clip properly. The medium-large clip applier failed to close correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.